Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 29 mg/dl at the time of hospitalization. Customer was dispatched emergency medical services. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer alleges insulin pump over delivering the insulin. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be return for analysis.